Event description:
It was reported that post implant, the bipolar capture thresholds were at 1.5 v and unipolar capture thresholds were at 9.0 v. The patient experienced a peforation and the lead was replaced.